Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot unk. She opened the bottle approx 2 weeks ago and immediately performed blood glucose tests. The results were in the 30-60 mg/dl range. Because she did not have any hypoglycemic symptoms, she opened tghe second bottle of test strips from the same box and performed a few blood glucose tests. The readings were in her normal blood glucose range of 100-150 mg/dl range. The customer stated that the code was set correctly in her meter. She said that she never takes the desiccant out of the bottles. She did not have any normal control solution to check the test strips for accuracy. Her home nurse tested her meter with the check strip and the result was in range (no specific result available). Because the customer threw the test strips away, she is unable to return them for evaluation.